Event description:
Upon internal review on 28-nov-2017, the reporter had been updated to healthcare professional. Based on additional information received on 28-nov- 2017, this case initially considered as non-serious was upgraded to serious due to the event of device malfunction with seriousness criteria of important medical event this case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from a healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had knee pain and knee swelling and also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with first intra-articular synvisc one injection once (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On an unknown date in (B)(6) 2017, after unknown latency the patient complained of knee pain and swelling. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: important medical event for device malfunction a global pharmaceutical technical complaint (ptc) was initiated with the gptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented additional information was received on 28-nov-2017 and 16-dec-2017 (both information processed with the clock start date 28-nov-2017). Global ptc number was added. Ptc results were added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 16-dec-2017: this case concerns a female patient who received synvisc one injection and later had left knee pain and left knee swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.